Manufacturer narrative:
Continuation of d10: product ID evolutfx-23; serial # (B)(6). Product type: 0195-heart valves; implant date (B)(6) 2023.; explant date product ID l-evolutfx-2329; product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was calcification protruding in the lumen on the posterior wall of the femoral, so a cutdown was performed. An approach was taken to replace the 14 fr non-medtronic dryseal sheath, but the 14 fr sheath was passed. However, the delivery catheter system (dcs) inline sheath could not advance due to calcification, so the sheath size was increased from a 16 fr non-medtronic dryseal to an 18 fr non-medtronic dryseal sheath. The 18 fr sheath could be inserted up to the iliac but could not be completely inserted due to 180° calcification. After a plain old balloon angioplasty (poba) was performed with a 7 x 40 mm percutaneous transluminal angioplasty (pta) balloon, the dcs inline sheath passed through. Subsequently, the valve was implanted with an implant depth of about 3 mm. After the 18 fr sheath was removed, a patch was placed on the cutdown wound and repaired, and the flow was completed without any issues. No adverse patient effects were reported. Additional information was received that during implant, it was noted that the valve implant procedure was performed by cutting down the right femoral artery, but there was a right common femoral artery stenosis at wound closure, so the blood flow was decreased. Subsequently, the blood flow improved through intimal resection and patch formation. No additional adverse patient effects were reported.